Event description:
It was reported that the attachment began overheating while being tested on-site at the account. This did not occur during a surgical procedure, so there was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.